Event description:
Customer alleges discrepant results with meter compared to lab: patient a: date: (B)(6) 2011, inratio: 3.9, lab: 2.5. Patient b: date: (B)(6) 2011, inratio: 1.5, lab: 3.8. Lab result drawn within 15 minutes of meter result. Patient a's target therapeutic range is 2.0-3.0. Patient b's target therapeutic range is 2.5-3.5.

Manufacturer narrative:
Per issue, customer used venous blood for pt a. Per product user guide, "use only fresh capillary blood for testing." Customer also wiped the first drop when performing fingerstick. The first drop should be used in testing. Otherwise, errors or unexpected inr may occur. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed. Patient a: date: (B)(6) 2011, inratio: 3.9, ref: 2.5, mean: 3.20, confidence limits: 1.9-4.6. Patient b: date: (B)(6) 2011, inratio: 1.5, ref: 3.8, mean: 2.65, confidence limits: 1.7-3.8. The mean of the inratio meter and comparative system inr were calculated. For b, the ratio value falls outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Recent test conducted on lot 247450 on (B)(4) 2011 met accuracy criteria. Test results are as follows: donor 52 = 1.8, 2.0, 1.9 inr; donor 53 = 3.1, 2.7, 3.0 inr. At least two out of three replicates are within the allowable bias (change to + or - 1.0) of reference results for donor 52 (1.70 inr) and donor 53 (2.53 inr), respectively. No further investigation will be pursued at this time. Analysis of pt b's data from inratio and reference tests revealed that test result comparison did not meet accuracy criteria. Root cause could not be determined with the info customer provided. Using venous sample in pt a's test would be considered off-label use. No product was expected to be returned. Retained strip test result comparison met accuracy criteria. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.